Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, they were unable to determine what the cause of the force sensor being out of calibration. There was no physical or any other damage found on the force sensor or left plunger case. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump alarmed with a force sensor calibration failing test. There were no reported adverse events.